Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2026 by an other health professional via sales representative concerning an adult female patient. Additional information was received on 10-jun-2026 from another health professional. The patient had no known medical history or allergies. She was not taking any concomitant medications. The patient did not receive any fillers or toxins in the treatment. On (B)(6) 2026, the patient received treatment with 16 ml of sculptra (lot 5j2692), 8 ml to each side of cheek (unknown injection technique and needle type). Four weeks after treatment, in (B)(6) 2026, the patient developed nodules (implant site nodule) on the left cheek. She also experienced discoloration (implant site discolouration). The hcp reported that the nodules were not resolved after excision, incision and treated with saline [sodium chloride] injection using cannula. The hcp confirmed that all steps were performed to diminish side effects, such as massaging and proper dilution. Outcome at the time of the report: discoloration was not recovered/not resolved/ongoing. Nodules was not recovered/not resolved/ongoing.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site and the non-serious event of discolouration at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical and surgical intervention to prevent permanent damage. The potential root cause is the treatment procedure. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.